Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was not confirmed. In addition, evaluation of the device observed the following non-reportable finding: the protector of the cable was damaged, and the coupler was deformed and could not be used. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head cable was damaged, and the screen blacked out occasionally. The issue was found at reprocessing of an unspecified procedure. The procedure was completed with the same device. There were no reports of patient or user harm.